Event description:
It was reported that during an unk procedure, the active blade broke off. No pt consequences. No piece into the pt. Another like device was used to complete the case.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 3.2 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.